Event description:
The account reported that the electrosurgical unit(esu/generator)was involved in a patient incident. After performing a polypectomy procedure using the esu,post-operative bleeding occurred.the generator's settings were forced coag at 25 watts.the bleeding was discovered about eight(8)hours after the procedure.the patient was given a transfusion and hospitalized for two(2)days.the patient is now fine.